Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager needs to relocate the old refrigerator to a new refrigerator. A field service engineer installed the smart remote manager onto the new refrigerator and subsequently reconnected it to the medstation. Removed the old tape and applied new tape to securely reattach the smart remote manager to the refrigerator, ensuring it was adjusted for proper opening and closing functionality. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager had an issue. Requested to remove the lock from the refrigerator and needs to be added to the new refrigerator. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.